Event description:
It was reported that the patient had an infection around the pump area since the end of (B)(6). When she went in for a refill, they pulled fluid out around it. The doctors said it needed to be taken out, so they started decreasing the pump every week by 25% so the patient wouldn't go into withdrawal. The patient also wanted the pump out. However, the doctor she was referred to did not take her insurance. The device system contained bupivacaine and morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# j11460r68, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was later reported that the patient presented for a pump refill on 2013 (B)(6) and there was some ¿brown, creamy fluid¿ around the pump. The fluid was sent for a culture and results were negative. However, with the fluid collection around the pump the doctor did not feel comfortable refilling the pump. The doctor recommended that the patient have the pump removed. The patient was sent to see 3 other doctors and they all recommended that the patient have the pump removed. The patient refused to have the pump removed. The patient was not experiencing any symptoms due to the issue. No surgical intervention was taken or was planned.